Event description:
Per the clinic, the device was explanted under general anaesthesia due to chronic infection around the implant site. The patient was then transitioned to a transcutaneous osia implant system. This report is submitted on may 05, 2023.